Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not confirmed or duplicated. An f-38 (malfunction in tube misloading detection circuitry) alarm was identified during and servicing. The cause of the condition was determined to be force sensing resistors (fsrs) out of specifications. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump powered off unintentionally. This event occurred before use of the device. There was no patient involvement. No additional information is available.